Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. Review of the reported event by a health care professional found: patients are assessed prior to surgery to detect any risks for cardiac complications; however, at times even with a complete work up, a patient may experience cardiac ischemia. The stress of surgery can lead to myocardial ischemia or infarction via multiple mechanisms including coronary artery plaque rupture and myocardial demand ischemia. This leads to cardiac dysfunction caused by insufficient blood flow to the coronary arteries. This at times may be masked due to anesthesia. This is a procedural related complication due to the stress of surgery and not related to a device. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation; therefore, a review of the device history record will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The root cause of the reported event was determined to be unrelated to the device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 00223200418; lot# 66323544, item# 00223200418; lot# 66081021, item# 00223200418; lot# 66722992, item# 00223200418; lot# 66108551, item# 00223200418; lot# 66053938, item# 00223200418; lot# 67283878, item# 00223200301; lot# 65749856, item# 00223200318; lot# 63406394, item# 00223200318; lot# 64438890, item# 00223200318; lot# 65438577, item# 00223200318; lot# 63979245, item# 00223200318; lot# 64420727, item# 5036964; lot# 63681130, item# 5036966; lot# 69871419. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision approximately three (3) weeks post-implantation due to a peri-prosthetic fracture where the patient received a new bearing, head, and cemented stem were implanted and cabled. Subsequently one (1) day post-revision, the patient was transferred to a different facility for unknown cardiac issues. It is unknown what treatment was provided or why the patient needed to be transferred. Attempts have been made and no further information has been provided.